Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter thrombus and stenosis. Occupation: other, senior counsel, litigation.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter thrombus and stenosis.

Manufacturer narrative:
Information contained in the medical records indicated that the filter was placed for a history of varicose veins and chronic venous insufficiency with acute on chronic deep vein thrombosis of the left iliac veins. The filter was placed via the right common femoral vein and deployed at the level of l2-l3. During the implant procedure a venogram of the left popliteal vein was performed and showed that the popliteal vein was occluded with multiple collaterals going from the superficial vein and joining at the common femoral vein. The left femoral vein was then accessed, venoplasty with a trellis device was performed followed by a tissue plasminogen injection (tpa). A repeat venogram was performed showing partial clearance, an additional injection of tpa was provided in addition to mechanical thrombolysis and thrombectomy resulting good brisk flow. At this point the procedure was completed. There were no reported complications and the patient was in stable condition.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter thrombus and stenosis. The patient¿s medical history and indication for the filter implant have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion related to clotting and vessel stenosis do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Stenosis is an abnormal narrowing in a blood vessel. With the limited information provided and the location of the stenosis not revealed it is not possible to determine a relationship between the filter and the stenosis. There is nothing in the limited information available for review to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.